Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable troponin t hs stat elecsys result from cobas e411 disk analyzer serial number (B)(4). The first result was 22.48 pg/ml with a data flag. The repeat results were 3.15 pg/ml and 3.16 pg/ml. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
Medwatch fields d4 - expiration date and d4 - lot no were updated. The investigation did not identify a product problem. The cause of the event could not be determined. No general was found based on the qc results provided.